Manufacturer narrative:
On sep 21 2020, additional information was received indicating the patient also experienced capsular contracture baker grade unknown on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on feb 28 2020 indicated the patient underwent removal and replacement with saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(6) (l) and serial number (B)(6) (r) on (B)(6) 2020. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor siltex round moderate profile 325cc breast implant and experienced deflation on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.